Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device: right/migration of device.") And pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and seasonique. Concurrent conditions included anesthesia, uterine fibroids, obesity, migraine, uterine bleeding and auditory disorder. Concomitant products included ergocalciferol, ibuprofen from may 2012 to july 2012 and oxycocet (percocet) from 2012 to 2017. In may 2012, the patient had essure inserted. In august 2013, the patient experienced dyspareunia ("painful intercourse/dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal): uti"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions"), headache ("headaches"), weight fluctuation ("weight gain/loss"), skin disorder ("rashes or skin conditions") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with tramadol, surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, rash, weight fluctuation, skin disorder, weight increased and vulvovaginal pain outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the anaemia, urinary tract infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She had extreme difficulty reacting to coming through from anesthesia given during procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - in 2012: unilateral occlusion (left tube occluded) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy periods.,headache.,anemia,vaginal bleeding. Most recent follow-up information incorporated above includes: on 30-jul-2018: new pfs received- new events added: weight gain and vaginal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device: right/migration of device."), pelvic pain ("pelvic pain") and haemorrhagic anaemia ("blood or heart disorder/condition: anemia") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia, uterine fibroids, morbid obesity, migraine and uterine bleeding. Concomitant products included ergocalciferol. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal): uti"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions"), headache ("headaches"), weight fluctuation ("weight gain/loss") and skin disorder ("rashes or skin conditions"). On (B)(6) 2014, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, rash, weight fluctuation and skin disorder outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the haemorrhagic anaemia, urinary tract infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - in 2012: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy periods, headache, anemia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition: anemia fatigue, hair loss, hysterectomy (full), infection. (Bladder/urinary tract/vaginal): uti, malposition of essure device: right, migraines/headaches, migration of essure device, pain, perforation (fallopian tube(s)), rashes of skin conditions, rashes or skin condition ,hair loss, fatigue, weight gain/loss. Were added. Concomitant disease, historical condition, concomitant drug, lab data were added. On 4-apr-2018: fu 1 and fu 2 proceed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/malposition of essure device: right/migration of device./.right coil had perforated fallopian tube during surgery') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no: 810892-inv, a10890-inv, 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed concomitantly". The patient's previously administered products included for an unreported indication: depo-provera and seasonique. Concurrent conditions included anesthesia, uterine fibroids, obesity, migraine, uterine bleeding and auditory disorder. Concomitant products included ergocalciferol, ibuprofen from on (B)(6) 2012 and oxycodone hydrochloride; paracetamol (percocet) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal): uti"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions"), headache ("headaches"), weight fluctuation ("weight gain/loss") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device insertion ("unsuccessful right-sided essure coil"). The patient was treated with tramadol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, rash, weight fluctuation, skin disorder, weight increased, vulvovaginal pain and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the anaemia, urinary tract infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, anaemia, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She had extreme difficulty reacting to coming through from anesthesia given during procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: unilateral occlusion (left tube occluded). One side did not fully occlude. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy periods, headache, anemia, vaginal bleeding. Lot number: ( 810892, a10890) is not valid. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/malposition of essure device: right/migration of device./.right coil had perforated fallopian tube during surgery') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. (810892,a10890-inv), 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed concomitantly". The patient's previously administered products included for an unreported indication: depo-provera and seasonique. Concurrent conditions included anesthesia, uterine fibroids, obesity, migraine, uterine bleeding and auditory disorder. Concomitant products included ergocalciferol, ibuprofen from (B)(6) 2012 to (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal): uti"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions"), headache ("headaches"), weight fluctuation ("weight gain/loss") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device insertion ("unsuccessful right-sided essure coil"). The patient was treated with tramadol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, rash, weight fluctuation, skin disorder, weight increased, vulvovaginal pain and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the anaemia, urinary tract infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, anaemia, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She had extreme difficulty reacting to coming through from anesthesia given during procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: unilateral occlusion (left tube occluded) one side did not fully occlude. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy periods.,headache.,anemia,vaginal bleeding. Lot number ( 810892 ,a10890) is not valid. Lot number: 827924 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/malposition of essure device: right/migration of device./.right coil had perforated fallopian tube during surgery') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 810892, a10890,827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed concomitantly". The patient's previously administered products included for an unreported indication: depo-provera and seasonique. Concurrent conditions included anesthesia, uterine fibroids, obesity, migraine, uterine bleeding and auditory disorder. Concomitant products included ergocalciferol, ibuprofen from (B)(6) 2012 to (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), urinary tract infection ("infections/infection (bladder/urinary tract/vaginal): uti"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions"), headache ("headaches"), weight fluctuation ("weight gain/loss") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device insertion ("unsuccessful right-sided essure coil"). The patient was treated with tramadol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, rash, weight fluctuation, skin disorder, weight increased, vulvovaginal pain and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved and the anaemia, urinary tract infection and alopecia was resolving. The reporter considered abdominal pain, alopecia, anaemia, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She had extreme difficulty reacting to coming through from anesthesia given during procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: unilateral occlusion (left tube occluded) one side did not fully occlude. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: heavy periods.,headache.,anemia,vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events medical device monitoring error & essure insertion difficulty were added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.